Event description:
It was reported that the patient developed a wound post-implantation with no alleged defect in the implant. A portion of the implant was removed.

Manufacturer narrative:
A portion of the implant was removed on (B)(6) 2025.